Manufacturer narrative:
Evaluation results: one cadd-legacy plus was returned for investigation in used condition. The front and rear housing were cracked. A review of the event history log evidenced error code (ec) 1720. The device was powered up and immediately alarmed ec 1720 which indicated an issue with the back-up capacitor. The customer reported product problem was confirmed. The back-up capacitor was replaced a result.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a continuous alarm without the battery installed. No adverse effects were reported.